Event description:
Customer called lfs alleging that their meter had missing segments. Pt did not have any symptoms to report or results from the meter. Pt explained that they started using a different brand meter and the last result taken was "180 mg/dl". No medical care beyond home treatment was received. No adverse events or serious injury occurred. Due to missing segments, ccr replaced meter because issue could not be resolved.